Event description:
The valves were tested for ability to pump and refill. There was no transport of water from the venticular end to the peritoneal end. Two medium pressure valves were checked and both failed to carry the fluid. One of the valves is being returned; the other could not be found.

Manufacturer narrative:
Device 1: the returned product met medtronic ps medical performance specifications for patency, retrograde flow, pressure/flow, and preimplantation pressure.